Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed based on photographs. Method & results: device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The photographs shows wear and penciling of the trunnion which breaks the lock between stem and head and there is evidence of bony ingrowth. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that on (B)(6) 2021 while walking the patient heard a pop and a click and began to feel pain. The event was confirmed based on inspection. Visual inspection: the device was not returned however photographs were provided for review. The photographs shows wear and penciling of the trunnion which breaks the lock between stem and head and there is evidence of bony ingrowth. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
It was reported that on (B)(6) 2021 while walking the patient heard a pop and a click and began to feel pain. The patient then presented to the ER and it was discovered that the head popped off the trunnion therefore a revision hip surgery was required. Total left side hip revision was performed on (B)(6) 2021.